Manufacturer narrative:
One sample of syringe my8060 was received for quality evaluation. The sample was connected to a sample bd smartsite and a fluid draw and push was conducted to determine if there was leakage between the texium and smartsite. There was leakage identified coming from between the texium and the bd smartsite. The customer complaint of leakage was confirmed. A trend has been identified, and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review for model my8060 lot number 25017237 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd texium needle-free syringe was damaged. The following information was provided by the initial reporter: bd 50ml texium syringe my8060 broke off at bond, resulting in approx. 50ml fluorouracil loss. Lot: 25017237 exp: 01-21-2028.